Event description:
Varying/high atrial impedance, oversensing/noise on atrial egm when moving device, unacceptable thresholds, and apparent fracture. Lead subsequently tested out of specification during manufacturer's analysis.